Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vertical banded gastroplasty procedure, there was a damaged cartridge. During a sleeve gastrectomy (on thick tissues), the first reload was used with no issue. The device cut and stapled as intended. At the reload removal (instrument was removed from the tissue), in order to insert a second reload, a strong resistance was noticed. It was impossible to remove it from the stapler. The surgeon managed to remove the reload by forcing, but the metallic part of the reload remained into the stapler (only the plastic part came off). Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. Accidental needle stick occurred; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). (B)(4). Cartridge pan. The analysis results that one ec60a device was returned with no visual non-conformances and with a reload pan found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight and articulated positions with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).